Manufacturer narrative:
Depuy synthes is submitting this report pursuant to the provisions of 21 cfr, part 803. This report may be based on information which depuy synthes has not been able to investigate or verify prior to the required reporting date. This report does not reflect a conclusion by FDA, depuy synthes or its employees that the report constitutes an admission that the device, depuy synthes, or its employees caused or contributed to the potential event described in this report. If the information is unknown, not available or does not apply, the section/field of the form is left blank. The product was returned to us cq for evaluation. The us cq team conducted a visual inspection of the returned device also please refer to (B)(4) letter in pc level. Visual analysis of the returned sample revealed that guidingblock f/locking attachment plate no visual issues were identified. The dimensional inspection was performed for the guidingblock f/locking attachment plate and it is within the specification limits. The functional test was not performed since the device was received by self. The observed unable to disassemble condition of the components is not consistent with the complaint condition. As part of depuy synthes quality process, all devices are manufactured, inspected, and released to approved specifications. The overall complaint was not confirmed for guidingblock f/locking attachment plate. There is no indication that a design or manufacturing issue has caused the complaint condition and hence the root cause cannot be determined. Based on the investigation findings, it has been determined that no corrective and/or preventative action is proposed. Additional monitoring for any potential safety signals will be conducted through complaint trending and other post-market safety surveillance activities. The following drawing reflecting the current and manufacture revision was reviewed: -aiming device for lcp 4.5/5.0 locking attachment plate- se_134727 rev g/f dimensional inspection: checked the distance from one positioning pin to other according to note 4 with caliper ca802 per drawing se_134727 rev f: device history lot - a manufacturing record evaluation was performed for the finished device lot number, and no non-conformances were identified. Device was used for treatment, not diagnosis. If information is obtained that was not available for the initial medwatch, a follow-up medwatch will be filed as appropriate.

Manufacturer narrative:
Product complaint #(B)(4). Complainant part is expected to be returned for manufacturer review/investigation but has yet to be received. Reporter is a j&j representative. The investigation could not be completed, no product was received; no conclusion could be drawn at the time of filing this report. Device was used for treatment, not diagnosis. If information is obtained that was not available for the initial medwatch, a follow-up medwatch will be filed as appropriate.

Event description:
Device report from synthes reports an event in (B)(6) as follows: it was reported that on (B)(6) 2021, the surgeon set the plate for the guiding block at the demonstration. After the demonstration, by using the drill sleeve to remove the plate from the guiding block, but the plate couldn¿t be removed from the guiding block. Finally, remove the guiding block about 30 minutes. No further information is available. This complaint involves three(3) devices. This report is for (1) guide block f/lckng attachment pl f/4.5mm lcp plates. This report is 1 of 3 for (B)(4).